Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed a worn uso seal, bubbled dso seal, and a cracked battery compartment. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The most probable cause of the reported issue was due to user error. As a result, preventative maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device¿s sensor was damaged. There was no patient involvement and no patient harm.